Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one cubie pocket on drawer 5.2 was not opening. A field service engineer (fse) remoted into the station and had the pharmacy tech at the station in person. The fse was able to open the cubie in hardware test application (hta) so that the med was no longer locked and released the cubie so that it can be replaced. After that the fse confirmed that the bone cubie pocket was failing. So, the fse instructed the pharmacy to replace. Then confirmed that failure was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station showed failed hardware and tried to recover but issue still persist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.